Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a longer than expected charge time was observed when the cardiac resynchronization therapy defibrillator (crt-d) was connected via telemetry b with the rf header. The crt-d remains in use and no corrective actions were taken. No patient complications have been reported as a result of this event.